Manufacturer narrative:
Sc-8120-70 (sn: (B)(6) ) device evaluation indicated that the allegation of the paddle lead having multiple open contacts was confirmed. Visual and x-ray inspection of the lead body revealed (B)(4) fractured cables 18 cm from the proximal end of lead tail (B)(4) (electrode 1-8). The (B)(4) lead bodies have damaged insulation, exposing the cables at the fractured section of the lead. It appears that the fractured section of the lead was damaged by scraping or wearing away of the lead insulation, causing the exposure of the individual cables. Cables were eventually fractured, and it resulted in the reported complaint.

Event description:
A report was received that the patient was experiencing loss of stimulation due to lead migration. It was also noted that the lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing loss of stimulation due to lead migration. It was also noted that the lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.